Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge senior territory manager (stm) evaluated the iabp and was unable to duplicate the failure and determined that the fiber optic functioned to specification. However, the stm found error code 53 had occurred on several previous occasions prior to the alleged failure, per the diagnostic fault log. Consequently, the stm reloaded the system software, and the iabp passed all calibration, functional and safety tests and was returned to customer and cleared for clinical use.

Event description:
The customer reported that during use on a patient, the fiber optic balloon on the cardiosave intra-aortic balloon pump (iabp) would not calibrate. The iabp was replaced with another without incident. There was no harm to patient.

Manufacturer narrative:
(B)(6).

Event description:
The customer reported that during use on a patient, the fiber optic balloon on the cardiosave intra-aortic balloon pump (iabp) would not calibrate. The iabp was replaced with another without incident. There was no harm to patient.